Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 17 ohms. The physician stated he was satisfied with the measurement as he has witnessed low impedances before and this patient's device is implanted sub-pectoral and the patient has breast implants. No adverse patient effects were reported.